Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pressure switch was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen (o2) concentration or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block h4: date of device manufacture year is 2011. The month of manufacture was unavailable at time of MDR filing. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.